Event description:
Rptr alleged blood glucose result of lo (less than 10 mg/dl) immediately after the test strip was placed in the meter on the active s system. The customer had not yet applied blood to the strip. No symptoms, treatment or actions were reported. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent. The manufacturer's was unable to confirm the allegation when testing was performed on returned device.